Event description:
Initial (09-may-2025): this serious case reported via bazaarvoice refers to a consumer whose gender, age, medical history, concomitant medications and allergies were not reported. On an unreported date, the consumer used dentek temparin max repair kit for a cavity and reported it made the situation far worse and a tooth cracked. This case outcome is unknown. Meddra version 27.1. Expectedness: condition aggravated: unexpected. Tooth fracture: unexpected. Intentional product: misuse. According to the company reference safety information.